Event description:
I was pressured in to a pain pump from medtronic. My pain doctor (B)(6) pushed us into getting this pump, "candy niw ut" had done nothing no relief, I hurt worse, I can not walk, etc, and now he doesn't care, he will not help, so I'm stuck with this pump with sufentanil that is slowly killing me. Test date: (B)(6) 2020. Exp date: 08/24/2022. Quantity: "(B)(4)." Frequency: on all the time - implanted then it goes into my spine. First started on (B)(6)2018. Reason for use: chronic pain. The problem started if the person started taking or using the product again. FDA safety report ID# (B)(4).